Manufacturer narrative:
We expect the product for testing. When following information is provided a follow-up will be submitted.

Event description:
It was reported that there was a problem with a progav valve. Implantation: (B)(6) 2013. Explantation: (B)(6) 2020. The tube was replaced to shorten. Patient has a primary disease called fibrinogen deficiency, in which fibrin is easily deposited. For this reason, the doctor requested an investigation of the valve. (No valve clogging has been reported.) Patient : female / no infection / sample available.

Manufacturer narrative:
Update: a and b5, patient information investigation: visual inspection: the following observations were made during the visual inspection: -calcified catheter and deposits on the progav measurement of surface of the housing: the measurement of the plane parallelism showed a slightly deformation of the housing surface. The measured value of 0,027 mm lies outside the given tolerance (0 ± 0.02mm). Permeability test: the test showed that the progav shunt system is permeable. Computer control test: the computer controlled test has shown the opening pressure of the progav, at a reference flow rate of 20 ml/h in a horizontal position, to be 11.45 cmh2o. This is within the specified tolerance of 10 cmh2o ± 3 cmh2o. Additionally, the shuntassistant was tested according to standard procedure in the vertical position. At a fixed opening pressure of 20 cmh2o in the vertical position, a pressure of 20 cmh2o +4/-2 cmh2o is expected. The results indicated that at a reference flow of 20 ml/hr in the vertical position, the shuntassistant had a pressure of 14.85 cmh2o. This is not within the specified tolerance of 20 cmh2o +4/-2 cmh2o. An accelerated outflow was detected. Adjustability test: the progav was found to be adjustable to all pressure settings. The shuntassistant is a fixed pressure valve, therefore the adjustability test is inapplicable. Braking force and brake function test: the braking force of the progav was within the specified tolerance and the brake function operated as expected. Internal inspection of product: in order to verify whether the investigated shunt system was compromised by the known risks of hydrocephalus therapy, e.g. By a build-up of natural substances (protein, blood, or tissue particles) in the cerebrospinal fluid, we have dismantled the valves. After dismantling of the valves, slightly deposits were found in both valves. Results: in our investigation, we were able to notice an accelerated outflow of the shuntassistant. At the time of the investigation, it is not clear to us how the mentioned functional impairment occurred. Deposits caused by natural substances in the cerebrospinal fluid, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of non-visible deposits might compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. From our point of view, no further regulatory actions are required.

Event description:
Additional informations: age: 11 years height: 144.7 cm weight: 31 kg.